Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation while her stimulation was turned on. It was further reported that the problems occurred "when bending over." It was noted that it was "unknown when exactly the complaint originally started." Reprogramming was reported to have "not addressed the issue so far." Impedance testing was conducted in both neutral and "in the position that the patient reports change in stimulation, bent over." The results were noted as "nothing remarkable," "normal," and "still in the 800s and 1000s." It was also noted that palpation caused stimulation changes. It was reported that a change in the turned on stimulation occurred when the patient was pressed "just above the implantable neurostimulator (ins)." It was further reported that this area was "tender for the patient as well." No painful shock was present when this was done without stimulation turned on. It was stated that the patient's stimulation was "intermittent." The patient was reported to have been using two stimulatory programs - program one used electrodes 2, 3, and 4, while program two used electrodes 0, 1, and 5. With program one shut off, the patient reported the shocking "diminished but was still present when she leaned forward" and that she would "lose perception of stimulation, intermittently." No falls or traumas were noted. The patient was redirected to their health care provider. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the shocking issue was still occurring. It was believed that impedances were still normal range. It was reported that reprogramming changes had not addressed the shocking and they had exhausted that approach. The patient had gotten used to shocking to some extent, as it was occurring every day.

Event description:
Upon further review, it was reported that the shock was painful. It was noted that when the patient bent over the stimulation shut off completely versus before it would cause a shock only. It was noted when the patient would lean over, the patient would lose stimulation. It was reported that patient had left foot pain. It was noted that there was fluid in the connection that¿s ¿being shunted when you push on it¿. It was reported that the manufacturer¿s representative had a tough time reprogramming the patient to receive proper coverage. It was reported that the patient did not have good coverage.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Follow up resulted in no additional information.